Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive post-operatively. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group deutschland received a report that the touch screen of the s5 roller pump was unresponsive post-operatively. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.